Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to an endoscope issue. It is unknown if the customer was having rotational resistance with the endoscope. An intuitive surgical, inc. (Isi) field service engineer (fse) confirmed with the site coordinator that the endoscope will be returned for evaluation. The system started without error once endoscope was removed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that arm 2 froze up during the procedure. Prior to calling in, the customer decided to convert to open surgery. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed live logs and found a single 23003 error on universal surgical manipulator (usm) 2 the camera arm and a 26005 indicating customer disabled usm 2. The tse explained to customer that error was likely an endoscope issue and that the arm froze due to it being disabled. The tse had customer power cycle the system and the system came back up without error. The customer was continuing with open surgery. The tse recommended for the customer to rotate scope collar after case to test for any rotational resistance and to exchange scope if any was found.